Event description:
Lawsuit alleges that while physician was performing an intravesical installation for interstitial cystitis, the 30g needle used was broken off in the tissue of patient's right coccyx region resulting in permanent injury/impairment of an unspecified nature.